Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 05:32 am the result from the meter was 5.3 inr. At 05:36 am the result from the meter was 8.0 inr with the same finger. At 05:39 am the result from the meter was 6.4 inr with a different finger. There was no allegation of an adverse event. The customer's condition was "fine". The customer was not anemic, polycythemic, had no heparin, no lovenox, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation.